Manufacturer narrative:
Date of event was reported as (B)(6) 2017 (2-3 days ago).

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator. It was reported that the patient was charging longer than expected. A persistent thermometer icon was also seen one time 2-3 days prior to report. The patient was not charging under blankets and/or pillows. They were also not near an ambient heat source when charging. The patient was going to monitor and was to contact the manufacturer back if the issue persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.